Event description:
Additional information indicates that the patient was experiencing pain ineffective stimulation.

Manufacturer narrative:
Correction; per additional information received, this event is no longer reportable.

Event description:
It was reported the patient is seeking a system explant for an unknown reason. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.